Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2019, that on (B)(6)2019, patient reported a pairing failure. It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. The log was downloaded and reviewed finding a pairing failure. The allegation was confirmed. The probable cause was determined to be loss of connection. Data was provided for evaluation. Data review confirmed the reported event of pairing failure. The probable cause was determined to be loss of connection. The reported issue of pairing failure is reportable based on the finding of permanent connection loss. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, patient reported a pairing failure. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of pairing failure. The root cause was determined to be loss of connection. The reported issue of pairing failure is reportable based on the finding of permanent connection loss. No additional patient or event information is available.